Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that post-implant, the atrial lead dislodged. It was also noted that there was no ventricular capture upon ventricular pacing. The atrial lead was revised, and both leads remain in use. No patient complications have been reported as a result of this event.